Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. No anomalies were found. The analyst noted the guidewire was not returned with the catheter. Insertion test was performed using the nitrex guidewire sample 0.035 ¿. The guidewire passed the dilator knob through the dilator distal tip without obstruction. Flush test was also performed; no anomaly was found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively that the catheter exhibited an obstruction at the distal end of the dilator. Fluid passed through the catheter with difficulty and the guidewire could not be advanced due to the obstruction. A second guidewire was attempted but the result remained the same. The catheter was attempted not used and replaced. No patient complications have been reported as a result of this event.